Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced migration and unable to retrieve. This information was received from single source. This malfunction involved a patient with no known impact to the patient. The 22 year old male patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided, therefore, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for filter migration and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eight months post filter deployment, patient was scheduled for ivc filter removal. Multiple attempts and with significant force was used, but were not able to retrieve the filter inside the sheath. Another attempt, using the cone, was able to grasp the hook of the ivc filter and was tried again to sheath the filter using the 10-french retrieval cone sheaths. Significant force again used that was not successful in dislodging the filter that was excessively embedded within the wall of the vein. The procedure was aborted. Therefore, the investigation is confirmed for retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter was allegedly difficult to remove. This information was received from a single source. The alleged material rupture involved a patient with no known impact to the patient. The patient was reported to be a (B)(6) year old male, weight was not provided.